Event description:
Received abstract published in ¿obes surg (2012) 22: 1315-1419¿ through forwarded product watch from allergan glis department. Abstract: long-term outcomes of 2288 laparoscopic adjustable gastric bands over 15 years. Nottle, peter (reprint); bringman, ingra; cairns, susan, obesity surgery, (sep 2012) vol. 22, no. 9, p. 1332. Long-term outcomes of 2288 laparoscopic adjustable gastric bands performed from january 1977 to march 2012 are reported. No add¿l info is available at this time. It is not clear if the devices associated with the abstract are allergan devices. The devices are not available to allergan for product analysis.

Manufacturer narrative:
Taper unknown. (B)(4). No contact info is available to allergan, at this time, to ask the reporter for the return of the product for analysis, to indicate the product serial number, the date of the event, and the implant and explant dates. Allergan will continue attempts to obtain this info. At this time, the connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was provided in the abstract. Visual examination may determine the connector type associated with this report. Allergan has not received the product. Therefore no analysis or testing has been done. The reported events (except for the leakage from the medical device) are surgical and physiological complications and an analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: the MFR of the lap-band adjustable gastric banding system has designed, tested and manufactured it to be reasonably fit for its intended use. However, the lap-band system is not a lifetime product and it may break or fail, in whole or in part, at any time after implantation and notwithstanding the absence of any defect. Causes of partial or complete failure include, without limitation, expected or unexpected bodily reactions to the presence and position of the implanted device, rare or atypical medical complications, component failure and normal wear and tear. In addition, the lap-band system may be easily damaged by improper handling or use. Device labeling addresses the reported event of death as follows: ¿laparoscopic or laparotomic placement of the lap-band system is major surgery and death can occur.¿ device labeling addresses the reported event of surgery related complications/observation as follows: ¿it is the responsibility of the surgeon to advise the pt of the known risks and complications associated with the surgical procedure and implant.¿ device labeling addresses the possible outcome of an infection as follows: ¿infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated.¿ device labeling addresses the reported event of displacement as follows: ¿care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physician activity, or subsequent surgery. Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device.¿ device labeling addresses the possible outcome of esophageal dilation as follows: ¿esophageal distention or dilation has been reported infrequently. This is most likely a consequence of incorrect band placement, over-restriction, stoma obstruction, and can also be due to excessive vomiting, or patient non-compliance, and may be more likely in cases of pre-existing esophageal dysmotility. Deflation of the band is recommended if esophageal dilation develops. A revision procedure may be necessary to re-position the band if deflation does not resolve the dilation.¿ device labeling addresses the possible outcome of leakage as follows: ¿deflation of the band may occur due to leakage from the band, the port or the connector tubing.¿ other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ¿abdominal pain, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port site pain, spleen injury and wound infection.¿